Event description:
It was reported by the rep that the one ems was used during a lap hernia procedure. It was reported that the surgeon fired the instrument and only two staples came out after the second stapler was fired the instrument jammed. No staples would fire. The surgeon asked for another stapler and completed the case without incident. There was no pt consequence.